Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because no device information was provided by the healthcare facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that hematuria occurred. A pulse field ablation (pfa) procedure was performed using a farawave 2.0 catheter with a total of ninety-eight (98) applications of ablation delivered. Prior to being discharged, the patient experienced hematuria which resolved without additional intervention during overnight hospitalization. The patient fully recovered and was discharged one (1) day post index procedure.